Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The images were recovered. The hard drive was replaced. The system software and calibration files were re-loaded. The system was tested and is operating as intended.

Event description:
The customer reported that images were not being saved to the hard drive on the 9900 system. No pt injury was reported.